Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6) year-old female patient who had essure (batch no. C51341) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fungal infection ("recurrent mycosis"), menorrhagia ("hemorrhage periods"), visual impairment ("vision decreased"), nausea ("nausea"), vomiting ("vomiting") and asthenia ("asthenia"). The patient was treated with surgery (salpingectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2017). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, fungal infection, menorrhagia, visual impairment, nausea, vomiting and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, fungal infection, menorrhagia, nausea, visual impairment and vomiting with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1862 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6)-year-old female patient who had essure (batch no. C51341) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fungal infection ("recurrent mycosis"), menorrhagia ("hemorrhage periods"), visual impairment ("vision decreased"), nausea ("nauseas"), vomiting ("vomiting") and asthenia ("asthenia"). The patient was treated with surgery (salpingectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2017). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, fungal infection, menorrhagia, visual impairment, nausea, vomiting and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, fungal infection, menorrhagia, nausea, visual impairment and vomiting with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-dec-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 4795 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6) female patient who had essure (batch no. C51341) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fungal infection ("recurrent mycosis"), menorrhagia ("hemorrhage periods"), visual impairment ("vision decreased"), nausea ("nausea"), vomiting ("vomiting") and asthenia ("asthenia"). The patient was treated with surgery (salpingectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2017). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, fungal infection, menorrhagia, visual impairment, nausea, vomiting and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, fungal infection, menorrhagia, nausea, visual impairment and vomiting with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.133 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.